Event description:
On 04/22/2024, it was reported by a sales representative via (B)(4) that an ar-2326bcc suture anchors suture eyelet broke off the anchor. This occurred during an arthroscopic biceps tenodesis procedure the biceps had been stitched, cut, and the pilot hole had been made and had been loaded with two ar-7535 suture tape then inserted through the cannula. Prior to any tensioning the suture eyelet broke off the anchor. Another device was opened to complete the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image provided from the field, the eyelet appeared to be broken on the proximal end. Consequently, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion. The complaint allegation is confirmed.

Event description:
Additional information was provided on 4/24/2024 where the sales representative stated that it's believed all of the fragments were retrieved from the patient, but were not certain the tiny fragment from the peek eyelet was removed. A 3.9 awl (ar-2326p) was used for the pilot hole. The bone quality was average.